Event description:
User received one patient sample with discrepant results for magnesium, glucose, co2 and calcium. Initial magnesium result gave 3.55 mg/dl accompanied by a data flag. This result was reported. The doctor questioned the result and requested the sample be repeated. The sample was repeated 8 times on the i400 s/n (B)(4) giving 0.71, 0.69 with a data flag, 3.52, 3.49, 0.70, 0.69 mg/dl with a data flag, 0.70 and 1.45 mg/dl. The same sample was additionally repeated 3 times on the cobas 6000 s/n (B)(4) at the site giving 0.91, 0.95 and 0.93 mg/dl all accompanied by a data flag. A corrected report was sent with magnesium result of 0.91 mg/dl from the cobas 6000. Initial glucose result gave 115.7 mg/dl accompanied by a data flag and was reported. The sample was repeated twice on the i400 giving 108.8 and 105.4 mg/dl and once on the cobas 6000 giving 88.2 mg/dl. Initial calcium result gave 5.09 repeated gave 5.49 mg/dl accompanied by a data flag. Calcium result of 5.49 mg/dl was reported. The sample was repeated 3 times on the i400 giving 5.68, 5.19 with a data flag and 7.43 mg/dl and once on the cobas 6000 giving 5.59 mg/dl with a data flag. Initial co2 result gave 23.21 mmol/l and was reported. The sample was repeated twice on the i400 giving 21.97 and 21.53 mmol/l accompanied by the same data flag and once on the cobas 6000 giving 18.02 mmol/l accompanied by a data flag. The user believed the initial results for glucose, calcium and co2 to be correct. The patient was not treated based on the erroneous result reported. Magnesium reagent lot number # 61898601. Calcium reagent lot number # 61828901. Co2 reagent lot number # 61747701. Glucose reagent lot number # 61774601. The field service representative determined fluid failures on solenoid vb3 as the cause. He replaced solenoid vb3 and performed check test without errors to verify analyzer performance.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.